Event description:
It was reported there was a slight deviation in the curvature of the lead. No action had been taken and the event was noted as ongoing. Additional information reported the patient was asymptomatic. The slight deviation in curvature of the lead was noted on x-ray that was required per protocol. Additional information reported the event resolved without sequelae.

Manufacturer narrative:
(B)(4).